Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an overdischarge occurred as the patient hadn't charged their battery in approximately one and a half to two years. When the patient's stimulation worked it worked well but they always had an issue with charging; they had a hard time getting a signal and keeping it when charging. The patient's battery was going to be replaced and the pocket depth would be evaluated at that time to confirm that the patient would be able to charge without difficulty. The representative tried to interrogate ins with their clinician programmer but were unable to and the attempted trickle charge was unsuccessful. The procedure hadn't been scheduled but was planned. No further complications reported.